Manufacturer narrative:
The customer returned the coaguchek meter serial number (B)(4) for further analysis. The meter appeared undamaged and clean on the outside. The returned meter was measured with the retention test strips (lot 314043) in comparison to the current test strip master lot # 286 321 80 (recal). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 2.8 inr, donor 2: 2.2 inr. Retention strips and customer meter: donor 1: 2.8 inr, donor 2: 2.2 inr. There were no differences between measurements with the same blood sample. The returned customer material and retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. Coaguchek values are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. In this event it is impossible for inr values to change from 8.0 to 3.2 within 4 minutes. These results are consistent with an error in blood collection.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
A mother complained, on behalf of her child, of discrepant inr results with coaguchek xs meter serial number (B)(4). The patient's meter results were: 2:49 p.m. Over 8.0 inr, 2:50 p.m. 4.0 inr, 2:52 p.m. 3.2 inr, 3:15 p.m. 2.2 inr. At 03:25 p.m. The result from an unknown device belonging to a neighbor was 2.4 inr. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The customer is 'well'. There are no more test strips.